Event description:
Health professional reported a lap-band port removal and replacement because of an alleged leak. The event was first noticed with a "barium swallow and confirmed at surgery. Decrease in satiety, fill volumes significantly decreased in last 2 fills with the inability to maintain a volume greater than 6ml..." The surgeon noted "leak in back of turret at cup seam."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."